Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer was reportedly under the influence at the time of hospitalization. Troubleshooting was performed, and the insulin pump was programmed. The battery had been removed from the insulin pump prior to troubleshooting, and when it was reinserted, the insulin pump alarmed battery out limit. The insulin pump was also found to be in suspend. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.